Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a routine heart transplant. No device-related issues were reported. Incidental finding: extrinsic outflow graft obstruction was found during evaluation. (B)(6) was returned assembled with the pump cable severed approximately 5¿ from the pump housing. A distal end portion, measuring approximately 12.5¿ in length, was also returned attached to the modular cable. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged at the graft hardware. A bend relief clip was also attached. The apical cuff was returned, properly engaged with the cuff lock. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision d is currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a routine heart transplant on (B)(6) 2024. The device operated as expected.